Event description:
The line was placed for the administration of antibiotics. Patient had pneumonia. The physician sutured the line down to the skin at placement in 2004. About three weeks later, the patient was feeling better and doing cartwheels. Later on, the patient went to the doctor and the catheter was removed. Upon removal, it was found that the catheter had separated and about 38cm remained in the patient. The serparated segment was percutaneously removed and the patient is doing well. The physician believed there was no product problem, rather this occurred due to the patient's level of activity prior to removal of the device.